Event description:
On (B)(6) 2010, the patient underwent an ankle arthroscopy. During the surgery, an arthrocare chondral pick, 45 degrees, was used. The tip of the pick broke off into the patient's bone and remains in the patient's ankle. The surgeon has not yet decided whether to perform a revision surgery to remove the piece.

Manufacturer narrative:
The device is reported as returning to arthrocare for investigation. Once the device investigation and lot history review are completed, a follow-up report will be provided.